Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported experiencing fatigue recently. Real-time tracings showed possibility of crosstalk with large deflections on the ventricular channel intermittently displayed shortly after atrial pacing pulses. Programming change was made and the crosstalk appeared to be remedied. Patient was also experiencing premature ventricular contractions and recommended additional reprogramming. The patient will be followed normally.